Manufacturer narrative:
Device evaluation summary: analysis of the collet found ¿collet pre-locked or detached and/or missing¿. As received by analysis, both collets were found to be locked in place.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that a catheter issue occurred on (B)(6) 2015 during a replacement procedure. See manufacturer report # 3004209178-2015-08814 for the event leading up to the replacement procedure. On the replacement catheter, the top part of the collet came apart. It was reported that the collet malfunctioned. The catheter was not implanted. The physician decided to use a different catheter kit for the procedure. No patient adverse event was reported related to this issue. The patient's pump was delivering morphine and baclofen. Follow up was requested to confirm the serial number of the catheter.

Event description:
Additional information received reported the catheter that had the collet issue looked fine in the packaging and the packaging did not look damaged. It was noted as soon as they tried to use it the collet fell apart. The pump and catheter that was in the patient {refer to manufacturer report # 3004209178-2015-08814} as well as the catheter with the collet that fell apart were returned. If additional information is received, a follow-up report will be sent.